Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an occlusion alarm occurred; following this, the pump indicated a data log corruption. Customer's blood glucose level was 150 mg/dl. Reportedly, the issues resolved and customer continued using pump for insulin therapy.